Event description:
It was reported that a patient underwent a right groin exploration with excision of mesh and a transabdominal preperitoneal inguinal hernia repair of a recurrent hernia in 2008. Post-operatively, pain was first noted the following month, at the two week post-operative evaluation. Three months prior, the patient was placed on a pain stimulator. In 2009, the patient continues to experience persistent pain.

Manufacturer narrative:
Date sent to the FDA: 05/15/2009. Pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.